Event description:
Two of the six clips broke while loading onto the clip applier.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. The cartridge was returned with two broken clip halves. They were both pierced boss halves and were broken in half at the hinge. An additional clip half was also returned loose. This loose clip was the hook half and it was broken in half at the hinge. The sample appears used as there was biological material found on the loose clips and cartridge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection could not be performed due to the condition of the returned clips. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73a1800361 investigation did not show issues related to complaint. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily. Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed. Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Other remarks: the clips were broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned. The cartridge contained two broken clip halves that were broken at the hinge. An additional clip half was returned loose and it was also broken at the hinge. This indicates that the clips broke during loading. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 3/cart 42/box lot# 73a1800361 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Two of the six clips broke while loading onto the clip applier.